Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).

Event description:
During the index procedure two endeavor rapid exchange (rx) drug-eluting stents were implanted in the mid rca. The patient had a rev ascularization in the mid lad approximately 2 years and 9 months post the index procedure. The patient also suffered an mi on the same day as the revascularization. Patient was taking asa 24 hours prior to the mi. Patient was asymptomatic / free of symptoms at 30 day, 6 months, 1 year, 2.5 year and 3 year follow up. Ref MFR # 9612164-2012-00069, 9612164-2012-00070.